Event description:
The report noted "pt had no pain, on x-ray cyst noted. Revision surgery to remove and replace carpal poly conducted. Other implants not removed and replaced. Additionally, bone cement put into space to pack. Carpal poly noted to be impinging on dorsal side of radius; was worn and cracked on surface. This surgery of (B)(6) 2013 is the second revision surgery. The original uni2 implant surgery was in 2008 - no further details available from the hospital regarding this surgery. In (B)(6) 2010, due to aseptic loosening, the 3 component: carpal poly component, the carpal and the radial implants were all removed and replaced. The hospital noted in this surgery of (B)(6) 2010 that there was difficult insertion of the "medium +2 poly insert", and that the "radial side of the poly required some trimming to allow for proper seating."

Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based on the reported info.